Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Patient dissatisfaction has been captured. Clinical studies have shown that the coolsculpting procedure will naturally remove fat cells but, as with most procedures, visible results will vary from person to person. The reason for no appreciable results can be multi-fold: even though some patients may indeed be non-responders, most other causes can be managed, such as patient expectation, patient selection, number of treatments prescribed, applicator selection, applicator placement, etc. The coolsculpting user manual, under zeltiq clinical studies, contain additional information on efficacy based on pre-clinical and clinical investigations. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated once with four cycles of the cooladvantage plus to the abdomen. The patient has possibly developed paradoxical hyperplasia. The patients weight has remained stable.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Upon further review, an independent panel of abbvie medical health physicians have reviewed the case and deemed it not consistent with ph on the abdomen. There are currently no reportable complaints against the device.